Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6 : mechanical g4-femur no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty on an unknown date. Subsequently, on an unknown timeframe post-implantation, the patient experienced a periprosthetic fracture and underwent revision surgery of the femoral component. Due diligence is in progress for this event; to date no further information has been provided.

Manufacturer narrative:
(B)(4) d10: medical product: unknown rotating hinge knee tibial tray: catalog#ni, lot#ni; unknown articular surface: catalog#ni, lot#ni. G2: foreign: germany. Diligence is in process to determine whether the product is available for evaluation. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted. H3 other text : see h10 narrative.